Manufacturer narrative:
Per 803.52 the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by dim segment recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, b, c, d, and g grid, manufacturer narrative, device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation, if other specify. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an 8100 lvp was affected by dim segment recall. There was no reported patient involvement.